Manufacturer narrative:
Root cause: the root cause for the reported issue that device had channel release latch not working was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the channel release latches were not working. There was no patient involvement.

Event description:
It was reported that the channel release latches were not working. There was no patient involvement. During on onsite visit a bd technical practice consultant (tpc) discussed with the customer. ¿ hospital service technician confirmed finding modules that have sticky module latches. ¿ hospital service technician stated that they will clean with a scraper, referring to a metal putty knife. Hospital clinical engineering also confirm reports of devices not attaching correctly.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.